Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the elective replacement indicator (eri) screen was seen on the rechargeable implantable neurostimulator (ins) since early (B)(6) 2017. There was no allegation/dissatisfaction with the ins longevity and there were no symptoms reported. The patient also reported that for last three months prior to the report, it took longer the recharge the ins. The eri screen was seen when the patient connected to the ins recharger (insr). It was noted that the ins battery was full and eight coupling boxes were filled. There were no further complications reported or anticipated. Additional information was received from a health care provider regarding the patient on 2017-07-27. It was reported that the cause of the eri screen appearing and the issue of it taking longer to charge the implantable neurostimulator was that the device was 8 years old. The health care provider met with the patient on (B)(6) 2017 and confirmed the elective replacement indicator. Telemetry indicated that one single electrode #14 was testing with high levels of impedance. Otherwise, the device seems to be working quite satisfactorily. A replacement of the device was discussed as the device is reaching it's end of service in (B)(6) of 2018. The patient noted that she would like to have the device replaced after the first of the year. If testing indicates at the replacement that there is a problem with the lead, the lead would be replaced with the implantable neurostimulator. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-aug-07. The patient stated that according to someone at mayo the elective replacement indicator (eri) indicates that the battery would be expiring prior to 9 years after installation. The patient would schedule a battery replacement. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient weighed (B)(6)pounds at the time of the event.